Event description:
Same case as MFR# 2134265-2012-02774. It was reported that during a plain old balloon angioplasty treatment procedure, a balloon catheter became stuck on the guide wire. Access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral and popliteal arteries. The physician used a non-bsc laser over a v14 control wire to complete three passes. The physician advanced a 3mmx40mmx145cm coyote es balloon catheter over the v14 guide wire to dilate the distal segment of the right popliteal artery and the balloon became stuck on the guide wire. The physician attempted to withdraw the wire through the balloon catheter but was unsuccessful. The physician successfully removed the balloon catheter and guide wire as a unit. The procedure was completed with a journey guide wire and another 3mmx40mmx145cm coyote es. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Age at the time of event: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found kinks along the body and a balloon is stuck to the wire. The device presents kinks along the body at 45cm, 102cm, 105cm from the proximal end. Additionally, there are kinks and damage in the last 3cm from the distal tip and a balloon is stuck to the wire at 13.5cm from the distal tip. The od of the device was measured, where damage was not noticed, and met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR # 2134265-2012-02774. It was reported that during a plain old balloon angioplasty treatment procedure, a balloon catheter became stuck on the guide wire. Access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral and popliteal arteries. The physician used a non-bsc laser over a v14 control wire to complete three passes. The physician advanced a 3mmx40mmx145cm coyote es balloon catheter over the v14 guide wire to dilate the distal segment of the right popliteal artery and the balloon became stuck on the guide wire. The physician attempted to withdraw the wire through the balloon catheter but was unsuccessful. The physician successfully removed the balloon catheter and guide wire as a unit. The procedure was completed with a journey guide wire and another 3mmx40mmx145cm coyote es. No patient complications were reported and the patient's status is fine.